Manufacturer narrative:
A partial lead measuring 54cm from the distal tip was returned for analysis. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high capture threshold and decreased sensing due to dislodgement were observed. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.